Event description:
The customer reported obtaining low patient results for unspecified multiple chemistries due to 3201 sample probe clogging detection errors on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and replaced multiple hardware parts including the 3-way valve, the pressure monitor, the gear pump control board and the pump assembly to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified the analyzer resumed to normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).